Event description:
We are reporting this case as a precaution without knowing exactly whether our product is causally involved. A fire in the corridor of a retirement home was reported to us by a specialist dealer. This specialist dealer looks after an e-fix customer on this floor. We have not yet been informed of the cause of the fire. Some of the residents adjacent to the corridor suffered minor smoke inhalation and were treated in hospital. However, all residents have since been released from hospital.

Manufacturer narrative:
This event occured in (B)(6). We are reporting this case as a precaution without knowing exactly whether our product is causally involved. A fire in the corridor of a retirement home was reported to us by a specialist dealer. This specialist dealer looks after an e-fix customer on this floor. We have not yet been informed of the cause of the fire. Some of the residents adjacent to the corridor suffered minor smoke inhalation and were treated in hospital. However, all residents have since been released from hospital.